Event description:
A malfunction was reported involving a pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for the malfunction but became irate when informed that a restart was necessary, leading to the call being ended by customer technical support. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.